Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 444 mg/dl. Customer¿s current blood glucose level was 171 mg/dl. Customer stated that he insulin pump had an insulin flow blocked alarm and customer stated that the insulin exited. Customer also stated that cannula was not bent. The product will not return for the analysis.

Manufacturer narrative:
Added concomitant products.